Event description:
It was reported that following a heart catherization, a 6f angio-seal vip was used. The femoral angiogram revealed moderate atherosclerosis changes to the artery, but was still suitable for the angio-seal deployment. The sheath was inserted into a 4mm or larger common femoral artery. The deployment was uneventful and the pt was discharged home. One week later, pt experienced severe pain in the right leg and foot. An angiogram was performed via a contralateral approach. The vessel was occluded at the site of the angio-seal deployment. The pt underwent percutaneous stent procedure to repair the vessel occlusion. The physician utilized a self expanding stent to repair the occlusion. The pt has recovered and was reported to be pain free.

Manufacturer narrative:
No product was returned for evaluation, and review of the device history record was not possible, since the lot number was unavailable. Based on the info provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal instruction for use (IFU) states should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.